Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tendon repair, the suture was breaking from the swage and was fraying. Another suture was opened to resolve the issue. There was no patient injury.